Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing a shocking sensation down their left arm when pressure what placed on the lead/extension connection. Impedances were taken and found to be normal. It was reported that the patient is receiving therapeutic benefit. The patient also complained of a mild tingling when their ear is moved. The patient¿s neurosurgeon is aware of the issue and the patient has a scheduled appointment with them on (B)(6) 2017. No complications or further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type extension. Updated to serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported that x-ray analysis of the lead/extension connection showed no apparent breaks in insulation. The patient had a right extension revision the day of this secondary report. Fluid was found in the extension, so it was replaced. No further complications are anticipated.

Event description:
A healthcare provider (hcp) reported via the manufacturer representative that the boot covering the extension/lead connection was thought to be the source of the fluid in the connection. The hcp believed the fluid ingress was the cause of the shocking sensation that the patient was experiencing. No further complications are anticipated.